Event description:
The drain became clogged 1 hour after lumbarlamectomy in which the drain was put in the back of the pt. Only one physician uses the drain. The pt was taken to recovery, an hour later, blood was found on bedding under pt.